Manufacturer narrative:
A bci field service engineer (fse) has not updated the service request. Requested follow up via email. A clear root cause could not be determined based on available information.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to observing blood being deposited on the sample tubes on the dxh800. The user was wearing personal protective equipment (lab coat, gloves) at the time of the incident no death or serious injury associated with this event. No exposure to open wounds or mucus membranes. Operator did not seek medical treatment.